Manufacturer narrative:
Film evaluation summary: the exact cause of the contralateral limb occlusion leading to cold right foot could not be conclusively determined from the films provided. The pre-implant anatomy information, films at implant, and films during the secondary intervention where a fem-fem bypass was performed were not provided. The 2-day post-implant cta's provided showed that the contralateral gate and contralateral limb was 100% occluded beginning just below the flow divider. Partial flow resumed below the distal edge of the contralateral limb. No contrast flow was seen below the right knee. The limbs were compressed within the narrow distal aorta. It is possible that stent graft placement within a small diameter distal aorta may have contributed to the limb compression, which may have resulted in the occlusion. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device is etbf2816c145e, sn: (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of an contained ruptured abdominal aortic aneurysm. It was reported that the patient had emergency evar (endovascular aortic repair) for a controlled aneurysm rupture. The case proceeded normally and the final angiogram appeared satisfactory. Approximately 45 minutes later the patient had a cold right foot and was not getting signals. Additional angiograms appeared normal and no abnormalities were noted. However, there was some apparent thrombus in the distal run off area near the popliteal artery and the patient underwent an intervention. The following day the patient again had a cold right leg. A CT revealed that the contralateral limb was occluded and the endurant right limb was crushed by the left endurant iliac limb and the thrombosis extended just below the flow divider. The patient was taken back into surgery and a fem-fem bypass was performed, which resolved the event. The patient was reportedly doing well after the intervention with normal flow to both feet. Per the physician the cause of the occlusion was related to the crushed stent graft, the cause of the crushed stent graft is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Expiration date: 2018-05-10, UDI # (B)(4). Film evaluation summary: the exact cause of the occlusion could not be conclusively determined from the films provided. The pre-implant anatomy information and films at implant were not provided. The blood flow dynamics at implant was unknown. The 1-month post-implant cta's provided showed that beginning ~ 1.5 cm below the top of the graft fabric, the bifurcate and the limbs were 100% occluded. The limbs placed within the distal aorta was compressed, most likely due to the small distal aorta. The distal aorta diameter ranged ~ 20-17 mm along a 1 cm length. The limb stent graft compression within the distal aorta may have resulted in the occlusion. This occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.